Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. UDI: (B)(4). This report is for unk - screw lag/unknown lot number. Reporters phone number: (B)(6). Device is not expected to be returned for manufacturer review/investigation. The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Should further information become available this determination will be reviewed accordingly. The patient developed a pseudoarthrosis. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that in (B)(6) 2014 a shortening osteotomy took place with 6 hole - locking compression plate (lcp) and a lag screw at the third hole proximal for oblique reposition osteotomy. As a result of pseudoarthrosis an expertise has been conducted. In the technique guide of synthes the lag screw technique was recommended for pseudoarthrosis. The result of the expertise was, that the recommended procedure was not according to the ao criterion. Complaint involves 1 part. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was attempted: per the technique guides, the locking compression plate part 04.111.900 can be used for primary ulnar impaction syndrome: degenerative triangular fibrocartilage complex (tfcc) tears or lunotriquetral tears and for secondary ulnar impaction syndrome: incongruency (length discrepancy) of the distal radialulnar joint following distal radius fracture or traumatic triangular fibrocartilage complex (tfcc) tears. The part was not returned and no supportive materials (e.g. X-rays) were available. The provided very limited information in the complaint does not allow us to make more specific conclusions or address the situation further from a technical point of view. Implant date: unknown date in (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.